Event description:
It was reported that during a drug eluting stenting treatment procedure, an acute thrombosis occurred. The pt was given angiomax pre-procedure. The physician successfully deployed three taxus express2 stents in the right coronary artery (rca). The three taxus stents were placed in the distal to proximal rca. On the proximal taxus express2 3.5 x 28mm stent the physician pulled negative too quickly and was unsuccessful removing the balloon from the stent. The physician inflated and deflated the balloon to successfully remove the balloon. The pt was then sent to the ccl holding area. One hr post procedure the pt was brought back to the catheter lab and was determined to have an acute thrombosis in the proximal taxus stent. The physician treated the thrombosis with angiojet and then successfully deployed a taxus express2 3.5 x 12mm stent. Post-dilation was performed with a nc stormer. No add'l intervention was noted. Pt status is reported as "satisfactory/good."

Event description:
It was further reported that the pt was on aspirin and plavix before procedures; aspirin, plavix and heparin during 1st procedure. When pt came back an hour later with sat, pt was put on additive reopro for angiojet procedure with drip running post procedure.